Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the implantable pulse generator (ipg) the patient developed a superficial incision infection. The patient was treated with antibiotics and the ipg pocket was opened and cleaned. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.